Event description:
It was reported that a user experienced significant glucose variability after reconnecting to the ilet following a period on multiple daily injections (mdi), with rapid shifts between hypoglycemia and hyperglycemia attributed to treating multiple lows overnight with excessive gummies and subsequent correction dosing. The device was used concurrently with oral glucose for low treatment, and no device component issue was identified. Symptoms included hypoglycemia with a nadir of 38 mg/dl, hyperglycemia with a peak of 320 mg/dl, distress, and irritability. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect low treatment procedures, with no applicable device component issue. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.